Event description:
The affiliate reported a customer who reported problems with the temperature light not lighting up. The affiliate was not able to provide any info regarding potential pt injury. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Temperature light not lit.: labeled-yes. Capital equipment, unit evaluated at the facility. The fse replaced the heater fuse.